Event description:
Device 3 of 7. Reference MFR report numbers: 1627487-2013-12205, 1627487-2013-12206, 1627487-2013-12208, 1627487-2013-12209, 1627487-2013-12210 and 1627487-2013-12211. It was reported the pt experienced itching and heating at the ipg site when stimulation was on. The sys was explanted sometime in (B)(6) 2012, exact date is unknown. The pt developed a hematoma and infection following the explant surgery. Follow-up determined the pt has fully recovered from the hematoma and infection. Note the pt rec'd 5 leads from different lots. All leads are being reported.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.